Manufacturer narrative:
Investigation results: visual investigation: we made a visual inspection of the product. Here we found wrong positioned clips. Additionally we discovered a deformed latch of the slider sheet. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 3 (5) probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results there is CAPA is not necessary.

Manufacturer narrative:
Manufacturing evaluation: investigation on-going. Should additional relevant information become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a challenger ti-p ligature clips device was used during a cholecystectomy procedure performed on (B)(6) 2020. According to the complainant, the ligature clips cartridge detached from the shaft. A replacement device was used to complete the procedure. The event led a procedural delay of approximately five (5) to ten (10) minutes. No patient complications occurred as a result of this event. Additional information has been requested, but has not yet been received. No patient details were made available. The malfunction is filed under aag reference (B)(4).